Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for suture detachment.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue and white dilator. The needle was not returned. Visual analysis of the returned capio device revealed no defects. Functional testing of the returned capio device showed that it operated properly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling the dilator from the first leg assembly through the ligament, a little bit of suture, with the needle at the end, detached and was captured inside the capio cage. The physician reportedly did not use excessive force to pull the leg assembly. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly great.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling the dilator from the first leg assembly through the ligament, a little bit of suture, with the needle at the end, detached and was captured inside the capio cage. The physician reportedly did not use excessive force to pull the leg assembly. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly great.